Manufacturer narrative:
Age or date of birth, sex, weight, ethnicity, race -unk. Date of event-unk. Common device name-unk; esubmitter software does not allow for a blank/unk entry model #, implant date-unk. Initial reporter occupation-unk. Device manufacture date-unk. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. The patient reports glare/halos and starbursts around lights at night. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
B5-additional information: the lens was implanted into the patient's left (os) eye on (B)(6) 2021. Claim# (B)(4).

Manufacturer narrative:
B5 - patient reports "I wanted to give an update on my eyes surgery because I had my second eye surgery with dr berg and the results are beyond excellent! After dr berg did my other eye icl surgery, both my eyes gained 20 20 or better vision. I never could see this sharp with glasses or contact lens ever. I have to apologize to dr berg, I was wrong about my night vision causes. Now with both eyes corrected, my night vision is great with very little halos, not as much at all." Supplemental MDR#1 is not applicable. Claim# (B)(4).